Manufacturer narrative:
Device photo evaluation: visual analysis of the identified photos: crease fold, wear abrasion, red particles in the shell, deformation, cloudy in the gel, encapsulation and labeled as left side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii and exchange due to concern with textured product. Device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: exchange due concern with textured product.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii and exchange due to concern with textured product. Device was explanted.